Event description:
It was reported by our sales rep that the surgeon contacted him because the screw broke. It was further reported via the documents sent by the surgeon that the pt underwent revision surgery on (B) (6) 2009. It was also reported that the first surgery had taken place on the (B) (6) 2008.

Manufacturer narrative:
Additional info has been requested, and if received, will be submitted on a supplemental report.